Event description:
It was reported that the insulin pump was in washing machine. Buttons are not responding. Unable to prime the insulin pump. The blood glucose reading is 154 mg/dl. Customer stated that the time display does not change. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, prime, excessive no delivery and self tests. No vibration, or prime anomaly noted. A scratched display window, cracked belt clip slot and cracked reservir tube lip noted.